Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd solomed syringe plunger rod broke while injecting the medication and leaked. The following information was provided by the initial reporter, translated from portuguese: "I have been a doctor for 26 years, I work in 2 hospitals and I have never seen a like this. I bought a very expensive injection medication (over 2 thousand reais) and when injecting it, the plumbing of the bd syringe broke and extravated the medication. Film the syringe." D1: medical device brand name: (B)(6). D4: UDI #: (01)07891463006615. D4: catalog #: 302633. D10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary photos and video received by our quality team for investigation. Upon visual evaluation, it is observed the plunger is detached. Additionally, sample received, upon visual evaluation no molding defects can be observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is not possible to associate the backflow of the drug administered to the breakage of the plunger. Bd solomed syringes have a breakable plunger which facilitates the prevention of re-use.

Event description:
It was reported that the bd solomed syringe plunger rod broke while injecting the medication and leaked. The following information was provided by the initial reporter, translated from portuguese: "I have been a doctor for 26 years, I work in 2 hospitals and I have never seen a like this. I bought a very expensive injection medication (over 2 thousand reais) and when injecting it, the plumbing of the bd syringe broke and extraverted the medication. Film the syringe."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj. And the franklin lakes FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that the unspecified bd¿ syringe plunger rod broke while injecting the medication and leaked. The following information was provided by the initial reporter, translated from portuguese: "I have been a doctor for 26 years, I work in 2 hospitals and I have never seen a like this. I bought a very expensive injection medication (over 2 thousand reais) and when injecting it, the plumbing of the bd syringe broke and extravated the medication. Film the syringe."

Event description:
It was reported that the unspecified bd¿ syringe plunger rod broke while injecting the medication and leaked. The following information was provided by the initial reporter, translated from portuguese: "I have been a doctor for 26 years, I work in 2 hospitals and I have never seen a like this. I bought a very expensive injection medication (over 2 thousand reais) and when injecting it, the plumbing of the bd syringe broke and extravated the medication. Film the syringe."

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.